Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs sys on (B)(6) 2007. It was reported the pt is experiencing increased pain in his tailbone. The physician recommended that the pt contact the MFR. The pt reported that the ipg is located in the right hip region and stimulation covers pain in his left leg and foot. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.